Event description:
Vascular compression in the nasolabial folds [vascular compression]. United states report from a health care professional on 18-nov-2021. A physician reported that a patient of unknown age and gender received rha3 for an unknown indication, on an unknown date. An unknown volume was injected to an unknown site using an unknown technique. It is unknown if the needles from the box was used for the administration of rha3. It is unknown if a cannula was used for the administration of rha3. Previous cosmetic procedures were unknown/ not provided. Medical history was not provided. Concomitant medications and food supplements were not provided. On an unknown date in dec-2020, the patient experienced vascular compression. The outcome of the event was not provided. The intensity of the event was not provided. It was unknown if the product was available for return. (B)(4). No additional information was available at the time of this report.